Event description:
It was reported that the user experienced a system lock up while performing a tee with the z6t transducer without issues, 4d heart was launched, application launched as expected, however when clicking on the different results pages, the system locked. System was stuck in the bullseye view. The user was to exit 4d heart. The system had to be shut down and another system was used. No injuries.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference (B)(4).

Manufacturer narrative:
After evaluation it was not possible to reproduce or determine the root cause based on the information provided. Reference # (B)(4).